Event description:
It was reported that stent migration occurred. Vascular access was obtained utilizing a contralateral approach. The 90% stenosed target lesion was located in the severely tortuous and calcified external iliac artery. A 8x60x120 epic stent was advanced for treatment. The physician advanced the device to the lesion and initiated the deployment of the stent. During deployment the stent dislodged in the aorta ventralis. An additional stent was then placed in the aorta ventralis. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.